Manufacturer narrative:
Device received with critical pump error due to corroded electronic assemblies. Device received with corroded motor home switch.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump had critical pump error alarm. The blood glucose level was 7.8 mmol/l at the time of incident. Customer stated that they were unable to confirm any pump error was displayed before the open book image displayed on the screen. The insulin pump will not be returned for analysis.